Event description:
The customer contacted ocd for the occurrence of analyzer condition codes. During the troubleshooting of the analyzer codes, the ocd field engineer discovered a partially occluded reagent metering probe. If the occluded probe had not been detected, an erroneous result could be obtained which may lead to an inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
An ocd field engineer visited the site and identified a partially occluded reagent metering probe. The ocd field engineer performed maintenance on the analyzer returning the instrument to expected operation.